Manufacturer narrative:
The philips field service engineer (fse) analyzed the system onsite and confirmed that the system was not starting flex vision image is frozen. After reviewing the log fse confirmed there is a malfunction in flex vision pc. Fse found that issue probably with flex vision pc not powering on. The fse reinstall the software by checking power cable. After reinstalling software and by checking power cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flex vision screen image was frozen. The device was in clinical use at the time of event. No harm has been reported to philips. Philips has started an investigation of this complaint.